Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6)2017 a patient (pt) called our (B)(4) affiliate to report three left eye corneal ulcers while wearing the acuvue2 brand contact lenses. This submission is for the (B)(6)2017 left eye corneal ulcer. The pt reported left eye redness, inflammation, irritation, discomfort and tearing. The pt went to an eye care provider (ecp) who diagnosed a left eye corneal ulcer. The pt was given gatafloxacin drops every three hours, tears plus every four hours, anti-inflammatory drops every four hours for 1 week with contact lens rest for "a couple of weeks." The pt reported follow-up visits every two days for one week. The pt stated that he/she did not sleep in the lenses and had a replaced the lenses every two weeks. The suspect left eye lens was discarded. On (B)(6)2017 the pt's medical records were received with additional information as follows: the pt presented to the ecp as a consult on (B)(6)2017: corneal ulcer over upper paracentral leucoma; the pt was treated with antibiotic treatment plus lubricants; periodic control is decided every 48 hours until the resolution of the corneal ulcer. Last consult date was on (B)(6)2017, "the ulcer was resolved with a superior paracentral leucoma with no lesions added." Current treatment: artificial tears; visual exam: os: 20/20; "bmc ou: well, natural lens intact, os upper paracentral leucoma, no lesions or ulcers; fo ou: attached retinas, maculas fine; iop os: fifteen. No additional medical information was provided; no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002rtz was produced under normal conditions if additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One open contact lens case was received containing one contact lens and one open blister package was received containing one contact lens. The parameters of the two lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. Visual inspection revealed no visual attributes. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).